Event description:
Customer reported receiving imprecise readings on her freestyle freedom blood glucose monitor. Customer reported receiving a reading of 147 mg/dl and lab meter reading of 78 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The device has been requested for investigation and a f/u will be submitted once investigation results are available.